Event description:
It was reported that this patient was hospitalized after multiple falls. A hematoma was noted near the device pocket. Upon reprogramming the device to MRI mode, telemetry was lost. Subsequently, this device was able to be interrogated, when noise and pocket stimulation was noted on the right atrial (ra) lead and right ventricular (rv) lead. Device analysis was performed, and battery depletion appears normal. Technical services (ts) noted that in MRI mode, telemetry is disabled and only wand telemetry is allowed to function. The MRI was not performed since the interrogation issues occurred immediately when programming to MRI mode. Additionally, this pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) channels, which was suspected to be caused by electromagnetic interference (emi). The noise was oversensed on the ra and rv channels. This patient was not pacemaker dependent but remains in the hospital and no additional adverse patient effects were reported. Prior to the revision procedure and during the system evaluation, when the radiofrequency (rf) telemetry was turned on, the signals were clear. When the rf telemetry was turned off, the noise signals were present. The lead measurements on the pacemaker showed normal sensing and impedances, although the pacing thresholds were higher compared to previous interrogation sessions. When the procedure was started, electrocautery was used, the noise signals came back onto the ra channel however, the noise was also present when electrocautery was not in use. This pacemaker was explanted, the physician inspected the leads, and no damage were seen. The leads were evaluated electrically with a pacing system analyzer (psa) and the measurements were stable. The new pacemaker was connected to the existing leads and implanted. No additional adverse patient effects were reported. This pacemaker will return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was hospitalized after multiple falls. A hematoma was noted near the device pocket. Upon reprogramming the device to MRI mode, telemetry was lost. Subsequently, this device was able to be interrogated, when noise and pocket stimulation was noted on the right atrial (ra) lead and right ventricular (rv) lead. Device analysis was performed, and battery depletion appears normal. Technical services (ts) noted that in MRI mode, telemetry is disabled and only wand telemetry is allowed to function. The MRI was not performed since the interrogation issues occurred immediately when programming to MRI mode. Additionally, this pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) channels, which was suspected to be caused by electromagnetic interference (emi). The noise was oversensed on the ra and rv channels. This patient was not pacemaker dependent but remains in the hospital and no additional adverse patient effects were reported. Prior to the revision procedure and during the system evaluation, when the radiofrequency (rf) telemetry was turned on, the signals were clear. When the rf telemetry was turned off, the noise signals were present. The lead measurements on the pacemaker showed normal sensing and impedances, although the pacing thresholds were higher compared to previous interrogation sessions. When the procedure was started, electrocautery was used, the noise signals came back onto the ra channel however, the noise was also present when electrocautery was not in use. This pacemaker was explanted, the physician inspected the leads, and no damage were seen. The leads were evaluated electrically with a pacing system analyzer (psa) and the measurements were stable. The new pacemaker was connected to the existing leads and implanted. No additional adverse patient effects were reported. This pacemaker will return for analysis.